Event description:
It was reported that the right ventricular (rv) lead had irregular sensing. The lead programming was changed and the lead remains in use. The device interpreted atrial fibrillation/atrial tachycardia as ventricular tachycardia/ventricular fibrillation and delivered an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d284trk, implantable cardioverter defibrillator, (B)(6) 2011. A 4076, implantable pacing lead, (B)(6) 2011. A 4194, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.